Event description:
Pt for cataract surgery: just prior to procedure, phacotip sleeve shot off. It did not come in contact with the pt. However, the potential for injury existed. This is the second such incident that has occurred with this type of equipment.